Event description:
The reporter contacted animas on (B)(6) 2012 stating the contrast and up arrow buttons were intermittently unresponsive. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. The pump was reported as not returned or evaluated by the manufacturer on the initial 3500a report that contained investigational findings. The pump had been returned at the time of the initial report and investigational findings reported.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during the product analysis investigation the contrast and up arrow buttons were intermittently responsive and contamination was found under the contrast and up arrow buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.